Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was most likely due to use issue since adding additional sutures and adjusting angle matching resolved the bleeding. D.6b explant date was added as it was inadvertently omitted from the initial manufacturer device report number 1220648-2024-15790.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient experienced access site hematoma and bleeding. After the peel away sheath was removed, split and peeled, the repo sheath was advanced, and sutured with forward tension sutures. Angle match was altered after sutures and a hematoma started to form. Sutures were cut and hematoma was expressed. Then there was oozing around the repo sheath. A mattress suture was placed times two around the repo sheath. The sheath was re-sutured and angle matched. The groin site was noted to be stable.